Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to premature battery depletion. No additional adverse patient effects were reported. This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to premature battery depletion. No additional adverse patient effects were reported. This device was included in the (B)(6) 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. Visual inspection noted no damage. The device was then exposed to simulated heart load conditions, and the defibrillation functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The battery depletion was normal.